Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) with another manufacturer's chronic implantable defibrillation lead, low out of range shock impedance measurements less than 20 ohms and high shock impedance measurements greater than 120 ohms were observed. The implantable defibrillation lead was explanted and replaced. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.